Event description:
The customer reported the unit would not finish boot up on c-arm. The c-arm is frozen, no response and has no exposure. No pt injury was reported.

Manufacturer narrative:
The service rep ordered parts for the unit. He installed the sram card tested unit by booting up system several times with no other issues noted. Unit returned to service in full operation.